Event description:
It was reported that this pacemaker device was surgically explanted due to premature battery depletion (pbd). The physician was not able to provide any information as to the date of explant, or the location of the explanted device. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.